Event description:
It was reported that a cartridge alarm occurred during the loading process, and the issue was classified as cartridge alarm 30. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Reportedly, the customer reverted to alternate method of insulin therapy.